Event description:
Medtronic received information that during the use of this temporary atrial pacing lead, the lead broke while being removed from the patient. The chest was closed with the remaining portion of the lead abandoned in the patient's body. It was reported that the lead had been in use for seven to ten days prior to the removal attempt. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a root cause for the fracture could not be determined from analysis of the returned product. A device history record review could not be performed as the lot number of the device was not provided. The fracture most probably occurred due to fatigue related to inner wire cable flexing with the distal electrode, in combination with, but not limited to, the position of the electrode in the heart tissue, dislodgement, and implant technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4)